Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and the customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer reseated all cables, but the issue persisted, disconnected all drawers and systematically reconnected them, identified main drawer 4 as the source of the problem, replaced the drawer controller in drawer 4, which restored functionality to all drawers. Verified drawer performance through diagnostics and coordinated with the customer to recover the system successfully. The system functioned as intended after the field service engineer repaired the device.